Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." "Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2011 due to malalignment and dislocation. All components were removed and replaced with competitor knee. Of the components removed during the revision; only the femoral component and tibial bearing were manufactured by biomet orthopedics. No further information has been provided to date.